Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. The cause of low bg was unknown. The customer was on a cruise ship, and they lost consciousness, fell, and needed stitches on their leg because of the low bg level. The customer received third party assistance from the cruise ship¿s medical team, but the customer could not recall how the medical team addressed the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.